Manufacturer narrative:
This event is being reported as serious injury due to the reported event of hypersensitivity with medical intervention. A review of the device history record for artia lot # up200122 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the artia and this event could not be determined. If additional information is made available during the investigation, a supplemental report will be submitted. This medwatch captures 1 of 2 reports of the patient. Reference abbvie complaint number (B)(4) for second report.

Event description:
A physician reported via distributor that after being implanted with artia graft, (B)(6). A patient developed hypersensitivity, suspected to be the artia. The symptoms resolved slowly after being treated with unknown antibiotics and antiallergics. No further information was provided.